Event description:
Lady on this machine has been found unresponsive at nursing home twice. And has had to have been put on a ventilator. When she is at hospital on the philips trilogy 202 she has no problem.